Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model#: sc-2108-50m, serial/lot#: (B)(4), description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The physician removed two percutaneous leads and placed a paddle lead. The physician suspected lead malfunction. The patient was reportedly doing well after the procedure.